Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision.asr xl.left.reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl. Left. Reason(s) for revision: pain. Update rec'd 28th july 28 july 2014 - legal notification that patient underwent 1st revision surgery the day after the original implant due to lateral cortical perforation. The cup remained in situ and was revised on (B)(6) 2014. (B)(4). Update 12 aug 2014 - 10 x cds arrived with medical records and x-rays - unfortunately they are not for the revision surgery periods - patient demo's added.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl, left, reason(s) for revision: pain. Update rec'd (B)(6) 2014 - legal notification that patient underwent 1st revision surgery the day after the original implant due to lateral cortical perforation. The cup remained in situ and was revised on (B)(6) 2014 see com (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed.